Manufacturer narrative:
(B)(4). The device is currently en route to the manufacturer for inspection. The lot numbers of the devices involved were: 081218 and 090226. The device manufacture dates of the devices involved were: 12/18/08 and 02/26/09. We will provide a follow up report with the results of our investigation.

Event description:
A hospital in (B)(6) reported via our distributor that a quantity of 7 900mr569 airway temperature probes could not sensor the right temperature. No pt consequence was reported.